Event description:
Re: cgm dexcom g6 sensor, they are very buggy and it's unclear how FDA approved this product. I've been using this for couple of years. Many times the sensor fails - no readings to the iphone app. However, the one which concerns me random "urgent low" alerts. The very first time it happened (a year back), I rushed to have my blood glucose checked and it was in normal range. This has continued to happen. Most recently I was in a party and it kept on alerting about "urgent low glucose" and it was very embarrassing. I've engaged with the company multiple times over the quality of its sensors. Other than promising to investigate, I haven't seen any improvement. Dexcom g6 is super expensive (to my insurance) and has very wasteful design (take a look at the size of the plastic applicator thrown away each time). Why the FDA bar so low? Why don't see better cgm products for consumers like me? I compared the results on (B)(6) 2021 with my one touch glucose strip test, it was like 175 when the dexcom g6 was screaming 40 "urgent low". FDA safety report ID# (B)(4).